Event description:
Per the info provided to co by means of the pt's rep, the device was removed due to an "infection".

Manufacturer narrative:
According to the received info, this penile prosthesis was implanted on 2/19/1993. On 9/5/1996 a received complaint from a pt rep stated, "[the pt] experienced an infection and the implant was removed in 3/1993." The pt rep has not provided a means or release to continue with this investigation. To date, this complaint has not been reported by a medical professional or confirmed by the MFR. Without info from a medical professional or an explanted device, quality assurance is precluded from commenting on this occurrence. Should additional info and/or the explanted device become available, the file will be re-opened and re-evaluated, according to procedures.